Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device experienced a syncopal episode. A device interrogation was performed where lead measurements were noted to be good and the system was noted to be operating as programmed. No stored events were noted on the day of the syncope. Of note, threshold measurements were not assessed. The device remains in service. There were no additional adverse patient effects reported.